Event description:
Customer was hospitalized for dka. Prior to the event, the customer had an issue with the battery. The cause of the event could not be determined by the md. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed testing.